Manufacturer narrative:
At this time no conclusions can be made . The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgery and removal of the device; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of a bard/davol perfix plug. On (B)(6) 2018: the patient underwent explant of the bard/davol perfix plug . Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex. The attorney alleges patient experienced emotional distress and the device was defective.